Event description:
Reportedly, during an ICD implantation procedure performed on (B)(6) 2012, once ventricular fibrillation was successfully induced, physician removed the programming head from the ICD, so as to speed up charging. An explanation is requested as for why no episode was stored in device memories regarding this induced vf.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.